Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received error message regarding liquid level detection (lld) aspiration issues and the probe was replaced. The customer then realized that around 15 patient sample results were questionable. One example was provided of an elecsys hcg + beta test system result around zero and with a repeat result of 600. Of the specific data provided for six patient samples, only the results for the following four samples were discrepant. Patient 1 initial elecsys tsh assay result was 0.042 and the repeat result was 7.27. Patient 2 initial tsh result was 0.036 and the repeat result was 2.15. Patient 3 initial tsh result was 0.041 and the repeat result was 3.7. Patient 4 initial hcg + beta result was 0.411 and the repeat result was 1251. The units of measure were requested but were not provided. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided.